Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the patient developed decreased vision, double vision, and glare symptoms almost 10 months post-implant. Allegedly, the lens/capsular bag complex were found superiorly dislocated. The lens was exchanged for an anterior chamber lens. Patient's current prognosis is reported as "patient is doing great with uncorrected distance of 20/20."

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic arm bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.